Event description:
Spontaneous call from pt, she reports that her ms3 pump sn (B)(4) is beeping and is shows "time only and load cartridge" on the screen, author had difficulty trouble shooting and reached out to field nurse to help assist. Email from field nurse reports that pump is malfunctioning and pt is currently using back up pump. Pharmacy to ship replacement. No other info available. The reported product fault occurred while in use with a pt. The product issue did not contribute to pt or clinical injury. We replaced the device. Strength: 5mg/ml, dose or amount: 19nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to (B)(6) 2018. Diagnosis or reason for use: pah.